Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a lesion. The 10mm x 2.0mm wolverine coronary cutting balloon ruptured on the third inflation at twelve atmospheres. The procedure was successfully completed with another of the same device without further issue or patient injury.